Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the "quick bolus cancelled" screen. Customer¿s blood glucose level was 124 mg/dl. Reportedly, troubleshooting was performed with tandem technical support and the pump was reset. Customer declined follow up to ensure the issue had been resolved.